Manufacturer narrative:
Additional narrative: patient ID, date of birth and weight are not available for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.010.523, lot # 8718718. Manufacturing location: (B)(4), manufacturing date: feb 17, 2014. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed for part # 03.010.523, lot # 8718718. One driving cap was returned for investigation. A visual inspection, device history records review and drawing review were performed as part of this investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The distal threaded tip of the of the driving cap is broken off and was returned stuck in the returned concomitant device (part # 03.010.486, lot # 8373324). The instrument is used during femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi use and are used for implanted nails. Drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The returned concomitant device in this complaint record show no evidence of having contributed to the event, and no product design or manufacturing related issue was identified with this concomitant device upon a visual inspection. Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device before it was fully seated against the insertion handle. No new, unique, or different patient harms were identified as a result of this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent an intramedullary (im) femoral nail procedure to repair a left open femur fracture. During the procedure while surgeon was inserting the nail, the threaded portion of the driving cap broke off and became stuck inside the radiolucent insertion handle. Surgeon was able to use the driving cap as a point of leverage to complete the insertion of the nail. All parts were retrieved and no fragments remained into the patient. Surgery was completed successfully with approximately ten (10) minutes delay with no harm to patient. Concomitant devices reported: radiolucent insertion handle (part 03.010.486, lot 8373324, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).